Event description:
A pt presented with kidney tumor. The capsule was opened and the tumor scalloped out. The dead space was filled with either tisseel or floseal (baxter) as per their normal protocol. The surgeon then proceeded to close the capsule of the kidney with suture. At some point he decided to use kaltostat, either as a buttress material or pledge to reinforce the suture line or for hemostasis. He cut small pieces from a sheet to insert under the suture line on the external surface of the kidney. The (B)(4) claims he used a piece approx 15mm square. Their concerns were bio-compatibility in the short and long term as it has been used internally off label. They want to know is an additional level of monitoring for this pt would be warranted. The comments we made were that its use in the situation is off label. The product may not provide much support for very long as it would gel and then start to break up. It may also shift as a traditional pledge is physically fixed to the suture. We said that we could not answer the biocompatibility or monitoring questions. They also wanted to know if the product would be dissolved and or excreted from the body and the mechanism for this." This is a case of misuse/unintended use of a product. Requested additional info but has not been received. A surgeon was operating on a pt who had been diagnosed with a kidney tumor when he decided to use kaltostat, either as a buttress material or pledge to reinforce the suture line or for hemostasis. He reportedly cut small pieces from a sheet to insert under the suture line on the external surface of the kidney. The (B)(4) claims he used a piece approx 15mm square. The surgeon is reportedly concerned about biocompatibility. The product insert clearly stated under the section precautions and observations that kaltostat dressing is "not intended for use as a surgical sponge" therefore, should not be used in body cavities or within closed wounds. The dressing may be left in place in a cavity would for a maximum of up to 7 days as clinically indicated but then should be removed.

Manufacturer narrative:
This adverse event is therefore, deemed serious as it may require hospitalization and a surgical procedure to retrieve the piece(s) of dressing left in the wound during the earlier surgical procedure. From a clinical perspective, a casual relationship between the dressing product and this event is deemed possible because product use was temporally associated with the occurrence of the event. (B)(4).